Event description:
Reportability decision changed based on analysis report, approved on 1/31/2007. It was reported that during a carotid stenting procedure, the carotid wallstent did not deploy. The lesion being treated was located in the 90% stenotic, severely calcified and mildly tortuous right common carotid. The lesion was predilated with an unk 20mm balloon. While trying to deploy the carotid wallstent, the physician stated that she "probably exceeded the limit of delivery", as she went past the point of no return, replaced the sheath on the stent and repositioned it. During her attempt to deploy the carotid wallstent, the stent remained undeployed on the delivery device and caught on the shaft, and it was removed without incident. The procedure was completed with 2 other stents being successfully deployed. Analysis showed that the distal marker band had detached and caught the stent.

Manufacturer narrative:
A unit has not been returned for review, therefore, a direct product analysis will not be possible. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of photographs for this complaint found that the stent's outer markerband had detached from the outer and was caught on the proximal end of the stent. A review of the mfg records for batch 8836072 found that the device met its material, assembly and product specs at the time of release to distribution. Without a returned unit, it is not possible to confirm the root cause.